Manufacturer narrative:
Customer has indicated that the product will not be returned because it remains implanted. Device history records related to the event were reviewed. There were no non-conformances detected through the device history record review. If additional information is obtained which changes the outcome of the investigation, a follow-up report will be filed.

Event description:
It was reported a metatarsal shortening system procedure was performed on (B)(6) 2020 on the 2nd and 3rd toe. On (B)(6) 2020 surgeon reported the msp plate cracked from the slit to the dynamic hole on the 3rd toe (reported under 3009540749-2020-00017) and on (B)(6) 2020 it was reported the same thing happened on the 2nd toe. In both instances the patient has no pain and product remains implanted. Surgeon is monitoring the patient.